Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 71mg/dl at the time of incident. The customer states pump is not able to rewind. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump history crc failed alarm due to software error. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.